Event description:
Patient underwent a spinal fusion. During the surgical procedure, the head of an iliac screw head broke off flush with the bone. The 8.5 mm x 100 mm ileac screw head retained portion could not be extracted with the screw remover kit. The surgeon then assessed the risks and benefits of removing the screw and decided against removal as the risk of removal outweighed any potential benefit.